Event description:
The pt experienced a pain at the neurostimulator site after being in a rear-end accident. She also had to get up several times during the night to go to the bathroom. Additional info was requested.

Manufacturer narrative:
(B)(4).